Event description:
On (B)(6) 2012, the reporters (patient's daughter and wife) contacted animas to troubleshoot the patient's frequent low blood glucose levels over the last 2 weeks. The patient's wife stated that they recently moved to a farm and patient is having a lot more activity than usual. On "sunday," the emergency medical services (ems) were called to the house because the patient was unresponsive. The patient's blood glucose was "50 mg/dl" on the home meter and "70 mg/dl" on the ems meter. The patient was treated with glucose gel and recovered. The patient's bg reportedly went down to the 70 mg/dl range in the evening and the patient's daughter took him off the pump. The patient's doctor advised to contact animas to review the pump. The animas customer support representative (csr) reviewed the pump with the reporters. The infusion set was not available for troubleshooting. It was noted that the advanced features are not used on the pump. The date/time setting and the bolus history were confirmed to be correct; however, it shows this afternoon at 3:49pm the pt received 7.99 of 10 units cancelled. The patient's wife stated that she calculated dose incorrectly. At 3:51pm there was a bolus for 8 units completed. They did not realize that patient had just received 7.99 units. The patient's bg at the time of the call was about 100 mg/dl with no symptoms. The patient's wife advised the daughter not to put the pump back on until the patient's bg goes up to around 200 mg/dl. The reporters will monitor bgs closely and follow-up with the hcp on (B)(6) 2012. There was no indication that the pump malfunctioned; however, this complaint is still being reported because the patient received treatment from the ems for a hypoglycemic event. Based on the bolus history, there was an instance after the reported hypoglycemic event that the patient received unintended insulin dosage because the patient's wife had incorrectly calculated a dosage. It is unknown if the patient received any other unintended insulin dosage prior to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results - information from the reported failure date is overwritten in the black box and history, no activity outside of normal use is observed in the available dates. Observed to add up correctly, and to reflect user's programmed basal rate targets. The pump powers up normally and primes successfully. The pump passes a 24 hrs run test without any alarms and passed a 29 hours flow accuracy test. The pump's cover was removed, no moisture ingress is observed inside the unit. The pcb was inspected; no intermittent condition or damage was found.